Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-05261. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. There was no pericardial effusion at baseline. A 30 mm watchman ® laa closure device and delivery system was inserted into the watchman ® access system. The was and wds were positioned and ready for deployment, when deploying the closure device instead of retracting backwards, they ¿jumped¿ 1 or 2 mm forward. Immediately after that incident happened transesophageal echocardiogram (tee) sweeps were performed and again no effusion was noted at that time. The closure device was then released. After the procedure, another tee was performed revealing a slight effusion. There was no hemodynamic compromise and the patient¿s vital signs were stable. They watched the patient for about 15 minutes in the lab and then sent them to the post recovery unit. While in the post recovery unit, their pressure dropped down from 95 to 100 systolic to about 79 systolic. They also began complaining of epigastric pain. A pericardiocentesis was performed and they removed 300 cc of blood. The patient¿s blood pressure normalized and their epigastric pain went away. No further patient complications were reported and the patient is currently doing fine.